Event description:
This MDR is filed to document medisystems' investigation concerning reported adverse reactions in three pts. These events have been extensively investigated by medisystems, cdrh, FDA and the user facility. This pt experienced adverse reactions shortly after heparin admin on two occasions. Pt expired on 10/14/99. The investigation indicates that this pt experienced an allergic reaction to admin of heparin bolus. Med eval and test results suggest that the medisystems bloodlines did not cause or contribute to the incidents. The bloodlines in use were investigated, tested, and found to meet all required performance and quality criteria.